Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip that is completely detached from its base, and it is only holds on by the conductor wire. The broken piece is hanging from the instrument. There is a missing part from the broken grip. The components adjacent to this broken grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had scratches and cracks in the blades. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if there were any fragments fell inside the patient. It was unknown if any actions would be taken if any fragments did fall. It was unknown if the patient had returned experiencing any post-surgical complications.